Event description:
It was reported that the customer experienced a blood glucose (bg) level of 480 mg/dl. The cause of elevated bg was unknown. The customer went to the emergency room and was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released the next day with the issue not resolved, but no permanent damage. The customer declined a system check with tandem technical support and continued to use the pump for insulin therapy.